Event description:
(B)(4) received notice about this claim from the enduser, involving a knee walker, a product imported and distributed by (B)(4). While the enduser was using the knee walker, the right wheel allegedly fell off when she made a right turn. She fell forward and to the right onto her shoulder. She went to the doctor the next day for an appointment she already had prior to the incident. She was allegedly told that she partially tore her rotator cuff. She was given a shot for the pain. This report is based on the information that was provided by the enduser.

Event description:
(B)(4) received notice about this claim from the enduser, involving a knee walker, a product imported and distributed by (B)(4). While the enduser was using the knee walker, the right wheel allegedly fell off when she made a right turn. She fell forward and to the right onto her shoulder. She went to the doctor the next day for an appointment she already had prior to the incident. She was allegedly told that she partially tore her rotator cuff. She was given a shot for the pain. This report is based on the information that was provided by the enduser.